Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2007. Patient experienced severe pain and discomfort in her thigh, groin, lower back, and hip-joint; metallosis damaging the bone and tissue surrounding the implant; an inability to walk and other lack of mobility; loosening of the implant; pain while sitting; problems standing; popping, clicking and grinding sensations and sounds from implant; infection; inflammation; swelling; and chromium and cobalt metal toxicity. Patient will be required to undergo revision surgery to remove the asr hip implant. Doi: (B)(6) 2007 - dor: unk (left side). Patient is a resident of (B)(6). (B)(6) 2012 date #150; plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007.